Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, after washing the introducer and verifying the seal, during the procedure bubbles were observed coming from the catheter during insertion of farawave. The catheter was removed and re-aspirated, and the seal appeared to be good. When the catheter was re-inserted, the bubbles reappeared. To resolve the issue, the faradrive was replaced. The procedure was successfully completed with the new device. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, after washing the introducer and verifying the seal, during the procedure bubbles were observed coming from the catheter during insertion of farawave. The catheter was removed and re-aspirated, and the seal appeared to be good. When the catheter was re-inserted, the bubbles reappeared. To resolve the issue, the faradrive was replaced. The procedure was successfully completed with the new device. No patient complications were reported. The device is expected to be returned. It was further reported that no air seen on patient.